Manufacturer narrative:
Received additional information that customer was discharged on 6/12/19 not 6/11/19.

Manufacturer narrative:
The t:slim x2 user guide states: change your infusion set every 48 to 72 hours as recommended by your healthcare provider. The infusion set must be replaced and rotated every 48¿72 hours, or more often if needed. Additionally: change your cartridge every 48¿72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer began vomiting during the night and was ultimately hospitalized for diabetic ketoacidosis (dka). Although requested, blood glucose value and treatment were not provided. Customer was discharged (B)(6) 2019. Customer declined to provide any additional information. Tandem clinical diabetes specialist reported that customer continued to deliver boluses and increase temp rate rather than changing out cartridge and infusion set. Reportedly, clinical diabetes educator met with customer to review sick day education, causes of dka and early symptoms of nausea and testing urine.